Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient was hospitalized with high blood glucose and diabetic ketoacidosis. The patient's blood glucose at time of hospitalization was 386mg/dl. The patient was treated via pump for high blood glucose. The patient reported that the infusion set cannula was bent and the patient had the issue on the first day itself. Reportedly, pump was worn during a medical procedure/test around MRI. The patient's current blood glucose was 380 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.